Event description:
The patient reported a 12.6mm micl 12.6 implantable collamer lens was implanted in his right eye (od) in 2008. The patient has been experiencing occasional halos at night. The icl remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.